Event description:
This valve was explanted due to thrombus entrapping one of the leaflets. According to the op report, at explant, there was "fresh" thrombus entrapping the anteior leaflet and surrounding the valve. The valve was removed and sjm 29mj-501 was then implanted with the leaflets in the anti-anatomical position. The leaflets were noted to open and close "well" and the pt was reported to have "tolerated the procedure well".